Event description:
Customer reports three incidents of clotted dialyzers during pt treatment during the event date month. Use numbers unknown for two incidents (both occurred in tandem dialyzer set-ups). Use number 16 for one incident, which occurred on a single dialyzer set-up. All treatments were continued with new disposables without incident. No pt injuries or medical interventions reported.